Manufacturer narrative:
(B)(4)

Event description:
The customer reported to philips healthcare that the device is not charging the battery and that the ac power module no longer functions. There was no adverse patient impact.